Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered abrasions during sex, pain, discomfort, extrusion, bleeding, urinary problems, vaginal scarring, organ perforation, anxiety, and depression. No further information has been provided.